Event description:
Device malfunction: sheath carving, time of malfunction: during vessel closure, symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. The physician experienced "carving" of the sheath in the starclose device. Hemostasis was achieved with manual compression. Though requested, no additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.